Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the failure on drawer 4, sub drawer 1 occurred because the retractor band was damaged, which was visually confirmed after the rear panel and half height drawer cover were removed. The field service engineer resolved the issue by removing the screws securing the damaged retractor band, installing a new retractor band, reassembling the drawer, and successfully recovering the failed hardware device in a psychiatric facility where urgent medication access was required. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.1 was not working. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.